Event description:
It was reported that a spectrum pump displayed the downstream occlusion message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced. The alarms were confirmed through a review of the event history log. During the evaluation, the downstream sensor current reading was out of specification (high readings) with a fluid filled set loaded. Elevated signal levels make the device more sensitive to pressure which can cause false alarms. The downstream pressure plate gap was also found out of specification. The device was recalibrated. High readings, increased sensitivity, calibration issue.